Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative examined the unit and was unable to duplicate the event. It was proceeded to perform the functional tests to meet the factory specifications. The pump was released to the customer. (B)(4).

Event description:
The customer reported that the iabp showed 2 autofill errors fault index 16 0. It is unknown if the iabp was in use on a patient. No patient injury have been reported.